Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/07/2024, it was reported that the patient was at a store and the cgm reading was low, no bg was taken. The patient just contacted the ambulance right away. She was weak, sweaty, and when the ambulance came to the store, they treated the patient with glucagon injection. There was no bg taken. While in the ambulance they took a bg reading which was 483 mg/dl and the cgm reading was still low. The second measurement the bg reading was 591 mg/dl and the cgm reading was low. After they arrived at the emergency room (ER), the nurse removed the sensor and the patient was treated with insulin (humalog). After the treatment, they took another bg reading which was 240 mg/dl. The doctor prescribed novalog insulin (10 units). And on the same day, the patient was discharged and self-treated with 10 units of novalog. After the treatment, the bg reading was 180 mg/dl on the fingerstick. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient was at the store, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. While in the ambulance, the reported glucose values fall within the d zone of the parkes error grid. The second measurement in the ambulance that was reported falls within the d zone of the parkes error grid. After the patient was treated with insulin at the ER, there were no reported glucose values available to search within the parkes error grid calculator. After another treatment, there was still no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.